Event description:
On (B)(6), 2011 a vns treating nurse practitioner reported that the vns patient was diagnosed with breast cancer and was having radiation performed. The relationship of the cancer to vns was not known at the time as it was not listed in the chart. Additional information has been requested from the nurse practitioner concerning the cancer but no further information has been received to date.

Event description:
On (B)(6) 2011, additional information was received when the nurse reported that there is no relationship between the patient's cancer and vns. The nurse stated that family genetics pre-disposed the patient to this cancer and it is unknown when the cancer was first observed. The patient was having weekly vns interrogations while on radiation.

Event description:
Additional information was received on (B)(6) 2011 when the nurse reported that the patient passed away on (B)(6), 2011 secondary to metastatic breast cancer. The nurse had previously reported that the cancer was not related to vns and therefore, the death was not related to vns.

Manufacturer narrative:
Type of reportable event: death. Supplemental MDR # 2 inadvertently did not mark type of reportable event as death.